Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low power hazard alarm with a power supply issue on their mobile power unit (mpu). The mpu was brought to the hospital and log files were retrieved. The log files confirmed the power interruption on 06mar2026 around 0728. The patient was changed to batteries and the power was restored. The patient was sent home with a new mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: external damage-patient cable. The reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file captured a no external power alarm on 06mar2026 that activated while connected to the mpu due to both white and black power leads losing connection from power. The alarms cleared after power was restored to the respective cables. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms regarding the mpu active within the reviewed duration. Provided information stated that the patient was changed to batteries and power was restored. The mpu was exchanged and returned to european distribution center service repair for evaluation. The mpu was functionally tested and was found to perform as intended. Preventive maintenance was performed, all old labels were cleaned and removed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. A root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 8, entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ explain how to properly care for the equipment, including the mobile power unit (mpu) and the patient cable. The heartmate 3 patient handbook section c, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.